Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent detachment occurred. The target lesion was located in the coronary artery. A 6f non-boston scientific guide extension catheter was placed and a 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was observed that the stent sheared off the balloon and was found inside the guide extension catheter. The procedure was completed with an alternate device. There were no patient complications.